Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. The rv lead is a competitor lead. No adverse patient effects were reported. The device was reprogrammed. No surgical intervention was performed, and the patient will be monitored. This device is included in the minute ventilation signal oversensing advisory population communicated on december 19, 2017.